Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance measurements. The rv lead was capped and replaced on (B)(6) 2024. No patient condition was reported.

Event description:
New information received notes that the event date was 13 sep 2024 and was initially discovered in the clinic. The patient was in stable condition.